Event description:
Customer used the cryomacs bag as a cell collection bag for the clinimacs plus (via leur connection). During elution, the customer noticed that the tube (likely the eva tubing) started to leak, resulting in the loss of product. A photo and video are provided. The affected tube was returned. The patient did not receive the treatment, the procedure for the treatment is a clinimacs cd34 + depletion of cd45ra and on day 7 cd56 infusion, the cd34 and the cd45ra depletion went well and the patient got the cells but it was not possible to infuse the cd56 cells with the potential risk of the reactivation of hepex vi.